Event description:
It was reported that during a shoulder procedure using healicoil knotless anchors; it was discussed with the surgeon that proper hole preparation required use of 5.5mm regenesorb tab; however, the surgeon wanted to use the gold 3.8mm awl instead. The 1st anchor was placed, but it was stuck in soft tissue upon insertion and its tip broke. The 2nd anchor was not fully inserted, the threads did not bite into the bone and proximal part of anchor did not seat into hole. No anchor debris were left in patient as all the broken pieces were removed using graspers. In consequence, the surgeon moved to tap for bone hole preparation. Finally, the procedure was successfully completed using back-up devices in the original drilled bone holes; no void was left in the patient. A non-significant surgical delay took place, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant material drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Per case details, the broken anchor pieces were retrieved from the patient. The procedure was completed using a back-up device. Based on the information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include unintended excessive force on insertion or improper hole preparation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.